Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes and oversensing of noise resulting in an inappropriate shock. Device data and x-rays were sent to rhythmcare for review. Data review determined the electrode was in a lower position and placement could be optimized. Additional information was received that this s-ICD was repositioned with appropriate sensing achieved. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes and oversensing of noise resulting in an inappropriate shock. Device data and x-rays were sent to rhythmcare for review. Data review determined the electrode was in a lower position and placement could be optimized. This s-ICD system remains in service. No adverse patient effects were reported.